Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the button that is used to fire/activate the medical device dropped down from the linear cutter because the surgeon applied too much strength once he was using that button. The linear cutter was assembled and outside of the patient, so the button did not fall into the patient. The patient did not suffer any kind of injury, neither partial nor permanently. This event did not cause any additional stay at the hospital or day of incapacity.

Event description:
It was reported that during an intestinal resection, during the shot with the linear cut stapler the surgeon reported, in his words, that the stapler had been disassembled and there was a need to use a new stapler to complete the surgical procedure. This event had no consequences on the patient.